Event description:
It was reported that during the oophorectomy procedure, after case was over, it was noticed that the active blade on an lcsc5 was sheared in half. O.r. Staff looked for tip and was getting ready to call for x-ray, when it was found on floor by the surgeon. There were no pt consequences.